Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred during a bolus delivery. The customer reported a blood glucose level of 188 (mg/dl). The customer was able to change the cartridge, tubing and site then resume insulin delivery.